Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Explanting physician reported, left side device rupture. Diagnosed by MRI. The device has been explanted with a subtotal capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Explanting physician reported left side device rupture. The device has been explanted with a subtotal capsulectomy and replaced with another manufacturer's device.